Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller is with the patient today and they have conducted a physician recharge mode (prm). The rep stated the ins popped into recharging mode rather quickly and was seeing the power on reset (por) screen, and the recharging screen. Technical services (ts) reviewed to charge the ins up to 25% minimum, if time allows 50% would be better. Ts stated once the battery is charged, the ins can be interrogated with the 8840, clear the por and then put the ins into MRI mode so they can confirm ins MRI compatibility for patient. Ts reviewed to have pt charge daily or at least keep an eye on the battery so battery can be charged enough for day of MRI to put into MRI mode. Rep was going to continue working with patient and charging the ins today. MRI is for some time later this week.

Manufacturer narrative:
Correction: b2, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product: 97714, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to 3 overdischarges. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient's family and a healthcare provider reported that caller states the patient is having a problem with his machine and needs to go in for a MRI. The system is dead and has been dead for 6 months. The battery needs to be changed. Pt needs MRI due to excruciating pain not related to implantable neurostimulator (ins). Patient has had two overdischarges (od) and the ins is currently back in od. 1st od - asked, unknown when it occurred. 2nd od - (B)(6) 2020. Pt needed an MRI. A rep (in the past) said there is no reason to charge the device after pulling it out of this 2nd od because 'it wasn't going to function right'. It was unknown why rep stated that. The pt has not charged the ins since (B)(6) 2020. No device/therapy related symptoms reported.